Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. The labeling instructs the patient how to properly disconnect and reconnect to the set up. There was no reported device malfunction therefore no further investigation will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in tubing) and se 2367 which occurred on the homechoice (hc) during drain 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions lines were in use. The patient line had not separated from the transfer set. All of the bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The patient had disconnected from the set without using proper procedures and had reconnected later. Proper procedures were reviewed with the hp. The technical service representative (tsr) had the home patient (hp) cycle the power twice to clear the alarms and explained what the alarms meant. The hp would discard the supplies and finish with manual supplies. The hp would contact her registered nurse regarding the alarm and being connected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.